Event description:
It was reported that a right ventricular leadless pacemaker was unstable after release during initial implant, possibly due to interaction with the moderator band. The physician decided to retrieve and reposition the device. However, the device completely dislodged to the right ventricular outflow tract. The device was retrieved but not replaced. It was unknown if the retrieval was completed during the initial implant or just after. Patient had no other adverse events during the procedure.